Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that an unidentified medtronic hall heart valve was going to be explanted. A product return kit was requested. No other details were immediately available. Subsequently it was reported that the device had been explanted. The device is to be returned for analysis.

Manufacturer narrative:
Medtronic received information that this med hall mechanical heart valve implanted 21 years was explanted due to calcification. Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the returned device revealed the disc and housing subassembly to be in 10% formalin solution. The subassembly was rinsed in water, scrubbed to remove the excess biological material adhering to the subassembly components, dried, and steam sterilized. The subassembly was a standard housing with a medtronic carbon disc. The disc moved to full open and full closed position under its own weight. Burnish patterns on the disc and housing are similar to burnish patterns observed on in vitro test valves. Based on the location of the burnish patterns, full disc excursion had occurred. Scratches and gouges were observed on the housing outflow rim, long stop and tip of the structural member. The scratches and gouges are attributed primarily to the valve explant procedures. There was no evidence of hertzian impact damage on the inflow face of the disc. There was no evidence of cavitation erosion on the disc. Cavitation erosion on the housing was average as compared to other explanted med hall standard valves. The depth of wear on the disc inflow face was less than the sensitivity of the profilometer (less than 1 micron). In summary, the returned device meets all assembly requirements that were in effect at the time of manufacturing cessation. This device, even after 21 years of implantation, would meet new valve function tests.